Event description:
The reporter stated the technician opened the lens tray of an aa4204vl silicone single piece lens and noted a piece was missing from the lens. The lens was not used or loaded and there was no pt contact. The reporter stated the lens was received damaged and defective.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work